Event description:
It was reported that the patient experienced dizziness. It was noted that the right ventricular (rv) lead exhibited pacing impedance measurement issues. X-ray was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable